Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument broke during intervention. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was the cable of the instrument that broke, and customer lost one minute in the time it took to replace the forceps.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.